Event description:
Covidien received information stating that an 840 ventilator had a patient disconnect alarm while in use on a patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the exhalation valve to resolve the issue. The unit passed all testing and operates within the manufacturing specifications. (B)(4).